Event description:
At a refill session, the concentration of lioresal was changed from 2000 mcg/ml at 110 mcg/day to 500 mcg/ml (dose not provided). A bridge bolus was not performed. The pt experienced an overdose. Symptoms included drowsiness, lethargy, and slurred speech. The pt was admitted to the ER on (B)(6) 2011, and then released.

Manufacturer narrative:
(B)(4).